Event description:
It was reported that the user had to be admitted to the hospital and was diagnosed with chronic otitis media on the right side. Radical mastoidectomy with blind sac closure was performed on (B)(6) 2021, after which the electrode had to be re-inserted. The electrode had been pulled out during the surgery and therefore had to be re-inserted.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a device unrelated surgery during, which the electrode was inadvertently damages as shown in in-situ measurements. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a device unrelated surgery during, which the electrode was inadvertently damaged as shown in in-situ measurements. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
It was reported that the user had to be admitted to the hospital and was diagnosed with chronic otitis media on the right side. Radical mastoidectomy with blind sac closure was performed on (B)(6) 2021, after which the electrode had to be re-inserted. The electrode had been pulled out during the surgery and therefore had to be re-inserted. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. According to the information received from the field the recipient underwent a device unrelated surgery, prior to the electrode channels getting affected, in which also the active electrode was re-inserted into the cochlea. A contribution of this procedure to the observed damage can also not be excluded. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
It was reported that the user had to be admitted to the hospital and was diagnosed with chronic otitis media on the right side. Radical mastoidectomy with blind sac closure was performed on (B)(6) 2021, after which the electrode had to be re-inserted. The electrode had been pulled out during the surgery and therefore had to be re-inserted.the recipient has been re-implanted.

Event description:
It was reported that the user had to be admitted to the hospital and was diagnosed with chronic otitis media on the right side. Radical mastoidectomy with blind sac closure was performed on (B)(6) 2021, after which the electrode had to be re-inserted. The electrode had been pulled out during the surgery and therefore had to be re-inserted.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a device unrelated surgery during which the electrode was inadvertently damaged as shown in in-situ measurements. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user had to be admitted to the hospital and was diagnosed with chronic otitis media on the right side. Radical mastoidectomy with blind sac closure and electrode reinsertion procedure was performed on (B)(6) 2021.